Manufacturer narrative:
Product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger device was returned and analysis was not yet anticipated: all fdc, fdr, and fdm applied to desktop charger .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported her ins recharger was not working, the green light was on but the icons on the screen showed it was not plugged even though it was plugged in. Patient stated she normally recharged every day, stim stopped last night and since she was not able to recharge, her back was hurting a lot. It was noted connector pin was bent. A replacement desktop charger would be sent. No further complication and no symptoms were reported.